Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 6. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025, (B)(6) 2026. The patient faced this issue with 6 infusion sets. The infusion set was in use for 3 days. The patient went to the emergency room and was subsequently hospitalized on (B)(6) 2025. The patient was in the hospital for 12 hours. The blood glucose vale was 37.5 mmol/l the patient was also positive for ketones and the ketone level were found to be life threatening. The patient also experienced kidney damage and got treated with got treated with intravenous and fluids of saline. The patient was released from the hospital on (B)(6) 2025. No further information available.